Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 and er420 devices, when fired, the clippers throw out the clips.